Event description:
While removing the guidewire through a 6f medtronic lead in the coronary vein, the wire tip separated. The body of the wire was removed. The distal tip was visible in the posterior vein under fluroscopy. While testing the lead in the first postion dr. Decided to change the 4f lead for a 6f bi-polar. The new lead was loaded with the cronus I wire and we again were able to advance the lead into the posterior vein. Dr. Decided to withdraw the wire and noticed under fluoro that the wire tip was not moving event while pulling back on the lead. Dr. Then removed the lead under fluro and noticed that the distal radiopaque section of the wire was lodged in the vein. They then decided to continue with the procedure and advanced the medtronic 6f lead over a whisper guidewire into the same vein. As they manipulated the whisper wire the remained of the cronus I wire became dislodged and followed the course of flow into the pt's anatomy. At the time of discharged from the lab the pt did not exhibit any complications.